Manufacturer narrative:
The event occurred in japan. It was reported that the ¿head error¿ occurred on the rotaflow console when the rotation speed exceeds 1000 rpm (revolution per minute) during training. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to the pump stop during treatment therfore, a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and the reported "head error" could be confirmed. The mcp00705057#rfc control board kit (article number 701034051) has been replaced. After the replacement the device is working as intended. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. The review of the non-conformities has been performed on 2024-11-28 for the period of 2011-06-03 to 2024-11-26. It shows a non-conformity in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The product in question was produced in 2011-06-03. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search one additional complaint was found in 2020 for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise, the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in japan. It was reported that the ¿head error¿ occurred on the rotaflow console when the rotation speed exceeds 1000 rpm (revolution per minute). It was occurred during training. No patient was involved. No harm to any person has been reported. The reported ¿head error¿ could lead to the pump stop during treatment therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow console) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.